Manufacturer narrative:
Arjo was made aware of an incident with maxi sky 400 ceiling lift involvement. Following information provided, just after starting lifting the patient from a chair using maxi sky 440, the ceiling lift with attached reacher detached and fell on the patient's legs. Part of the reacher fell on patient¿s hip. The patient was examined by the doctor after incident, no treatment was prescribed. The system involved in the incident consists of the installation and the lifting unit (maxi sky 440), which can be easily detached from the installation and transferred to another room. The lifting unit is attached to the track using carabiner. In case the installation is mounted high on the ceiling. There is a reacher available. An accessory providing an easy way to install and remove a portable lift from the track. Arjo representative visited the facility after the event to perform the device evaluation and gather additional information. No details about exact circumstances of the incident was provided, but the technician found the ceiling lift, carabiner and reacher lying separately on the floor. It was impossible to find out in which point exactly detachment took place: between the installation and reacher, or did the carabiner fail and opened during use. The technician did not find any malfunction of the suspension system; he was able to reassemble it and successfully perform a load test with 214 kg. However, the reacher used at the time of event, was not approved for use with arjo ceiling lifts. According to maxi sky 440 instructions for use (document number 001.16000.33.en rev. 16) provides warning: ¿arjohuntleigh strongly advises and warns that only parts designated by arjohuntleigh should be used on products and other devices supplied by arjohuntleigh. Injuries can be caused by the use of inadequate parts.¿ review of reportable complaints registered during the last five years show no trend among incidents of the portable ceiling lift detaching from the installation. The maxi sky 440 portable ceiling lift in combination with a non-arjo reacher and ceiling installation was used as a system for transferring the resident and played a role in the reported event. There was no malfunction found within the suspension system, however the ceiling lift detached from the installation and from that perspective system did not work as intended. No injury was sustained. The complaint was decided to be reportable in abundance of caution due to indication of a ceiling lift detachment from the installation.

Event description:
Arjo was made aware of an incident with maxi sky 400 ceiling lift involvement. Following information provided, just after starting lifting the patient from a chair using maxi sky 440, the ceiling lift with attached reacher detached and fell on the patient's legs. Part of the reacher fell on patient¿s hip. The patient was examined by the doctor after incident, no treatment was prescribed.